Manufacturer narrative:
The reported event of ¿bend in lead¿ was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections found a bend in lead body. The cause of the reported event is consistent with procedural damage. The reported event of ¿lead packaging¿ was not confirmed. The lead was returned for analysis without the packaging.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was discovered that the left ventricular lead had a bend. The lead was removed and not used. There were no patient consequences.